Event description:
It was reported that the broach handle was damaged. Visual exam found handle was broken around the impaction area. Patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint (B)(4). Investigation summary informed by cssd of damaged instruments, tagged as damaged and ready for collection. Part of consigned set, tray and serial number unknown. No patient outcomes. Surgeon unknown- cssd reported. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the attune revision broach handle was found broken from the impaction area, the broken fragment was returned for examination and due to observed damage, it can be attributed to the user, as there are visible marks under the impact area. The device is not intended to be struck in that manner. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune revision broach handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.